Event description:
Healthcare professional reports results lower than reference with the protime microcoagulation system. Protime generated 1.6 inr and laboratory result was 3.4 inr. Pt's therapeutic range was not provided. No adverse event(s) reported.

Manufacturer narrative:
(B)(4). Customer provided protime 3 cuvette lot# m1k3c480 and protime 5 cuvette lot #g2pwc060, but was unable to verify which lot was used during tested. Actual device not evaluated. Process evaluation performed. No cmrs identified for this instrument. Cuvette device history records reviewed and protime 5 cuvette lot #g2pwc060 found to meet specification. Protime 3 cuvette lot #m1k3c480 is part of recall (B)(4). No results available since no evaluation performed for the instrument. Unable to confirm complaint for the instrument and protime 5 cuvette. MFR notified FDA on (B)(4) 2012 of protime 3 cuvettes voluntary recall. Protime 3 cuvettes within a specified lot range may recover lower than expected prothrombin time/international normalized ratio (pt/inr) results. Itc's investigation into the product's performance identified increased imprecision in addition to an increased negative bias corresponding to manufacturing changes. Itc has requested all data required for form 3500a.